Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The available data was inspected thoroughly. Inspection of the home monitoring data revealed that the device had no sensing since (B)(6), 2020, thus confirming the clinical observation. Furthermore, the statistics contained some implausible values. The devices memory data contained no indications for this behavior. The device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The device was re-initialized. Subsequently, the device was subjected to an electric test, which confirmed proper sensing. In summary, the analysis confirmed a loss of signal. After successful re-initialization the device was fully functional. There is no indication of a device malfunction. The root cause for the loss of signal could not be determined.

Event description:
This device was explanted due to sensing was lost. Patient is an electrician and sometimes tests electrical wiring by placing fingers on hot wires. Should additional information become available, this file will be updated.